Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 562mg/dl. Customer stated that there were air bubbles in the tubing and that they experienced the high blood glucose due to the air bubbles. Customer's blood glucose value was 362mg/dl at the time of the call. Customer was assisted with troubleshooting for air bubbles and found that customer did not allow reservoir to warm to room temperature. Customer was advised to change infusion set. The insulin pump will not be returned for analysis.